Event description:
Line cracked & leaking.

Manufacturer narrative:
The complaint was forwarded to the manufacturer, vygon germany, for their evaluation. The investigation summary is as follows: this complaint is not confirmed to be caused by manufacturing. Having examined the returned sample very thoroughly. The catheter could be flushed, and no leakage was detected. The catheter was air and fluid tight. The received catheter was clearly shortened by the user at the 10 cm marking. We didn't get the distal part of the catheter tube. Since there is no batch number available, it is not possible to review the batch history records. Each catheter is flow and leak tested, and a 100% visual test is carried out. Over the last three years, there have been eight other complaints available for code 4g07125223 regarding catheter leakages; however, none were manufacturing related. Corrective action: based on the investigation, this issue could not be determined to be caused by manufacturing; therefore, no further corrective action will be initiated at this time. Both vygon USA and germany will continue to monitor this issue. Additionally, vygon is attempting to work with the hospital to have a clinical meet with, sit in and shadow.

Manufacturer narrative:
The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Line cracked & leaking.